Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue especially in sterility testing results. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has persistent inflammation after iol implantation despite continued steroid treatment. There is pigmentation and some opacification of the posterior capsule. Reportedly, the patient feels that his vision dropped, with uncorrected vision going from 20/25 to 20/40. It was also reported that the lens was tilted in a z-configuration. The surgeon is evaluating treatment options.